Event description:
It was reported that patient underwent a right total hip arthroplasty on (B) (6), 2006. Subsequently, patient began to experience pain radiating down her leg. Radiographs revealed the acetabular component was loose and dislocation of the modular head component. A revision procedure was performed on (B) (6), 2010 to remove and replace the acetabular cup and modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. (B) (4).